Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for blood glucose levels over 600 mg/dl. The customer also experienced nausea and vomiting. The customer stated that the insulin pump was alarming no delivery prior to the event. The customer changed the infusion set, but continued to get the alarm. The customer also stated that she changed the battery three days ago, and now it's half dead. The customer's doctor requested a replacement insulin pump. Nothing further was reported.